Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was implanted in the left bundle branch (lbb). During a follow-up evaluation approximately one week post-implant, the lead was found to be dislodged. The lead was subsequently explanted and successfully replaced. During the extraction procedure, the physician ruptured the lead; however, it was noted that the product appeared to be in perfect condition prior to the extraction. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.